Event description:
It was reported that the device illuminated the service light as the customer powered it on to perform cardioversion on a pt. A second device was retrieved and the pt care was resumed. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided. The device had several event codes logged in the memory that indicated a potential critical failure in the memory. Furthermore, physio-control evaluated the device and found it failing to boot up properly.

Manufacturer narrative:
(B)(4): physio-control is currently in the process of investigating the reported/observed failure and repairing the device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.